Event description:
Dealer stated that the rubber on the footboard has came off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.